Event description:
It was reported that the patient was brought back to the ep (electrophysiology)lab the next day for a lead revision as the right ventricular (rv) lead had dislodged and did not have capture at six volts. The physician attempted to reposition the lead but could not achieve a good placement. The lead was removed and a new lead was implanted instead. However, it was noted that the physician had used the lead to pass a wire for access therefore there was some damage to the insulation at the proximal end of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. It was also noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant and stretching. Additional analysis comments stated that the lead has been stretched causing insulation buckles thus preventing proper torque transfer from pin to helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).